Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm or battery out limit alarm was noted. The insulin pump passed the displacement, basic occlusion and prime tests. However, the insulin pump was received stuck in loop of a motor error alarm during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No excessive no delivery alarm could be tested due to the motor error alarm at bolus delivery. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
Customer states she has received several motor error alarms. Customer's blood glucose was 523 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time